Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 2700 25mm aortic valve, implanted approximately for 19 years and one (1) month, underwent a valve-in-valve procedure due to calcification. The tavr was performed with a sapien 3 26mm. Patient is stable. Per physician, the device did not meet its expected longevity.

Event description:
Through follow up with customer it was learned the surgical valve did not prematurely fail. The patient presented with heart failure.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.